Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined although the physician reported that the pneumothorax was an anticipated complication of the procedure due to the target nodule's location. The system logs are not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1 centimeter in size, subpleural, cavitary, and located in the right upper lobe. The ion system laptop was known to have software issues before the start of the procedure and was not used for the procedure; the physician, instead, selected an old plan at the start of the procedure so that they could continue. The physician used the ion system to navigate to the target using live view like a regular bronchoscope. A radial endobronchial ultrasound (rebus) probe was utilized to localize the lesion, and the biopsy tools were utilized under c-arm fluoroscopy. The physician was able to obtain biopsy samples and make a diagnosis. The procedure was completed as planned with no delays. A chest x-ray was performed after the procedure and a pneumothorax was identified; a chest tube was placed to resolve it. The patient was admitted overnight, then the chest tube was removed, and the patient was discharged home. The physician reported that the pneumothorax was an anticipated complication of the procedure due to the target nodule's location. The procedure was considered high-risk, and the pneumothorax would have likely occurred via another modality. The physician confirmed that, even with the software and laptop working as expected, the pneumothorax would have likely occurred.